Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed low and went into threshold suspend when the customer's blood glucose readings were 377 mg/dl. Customer's blood glucose reading at the time of the incident was 98 mg/dl. Mother declined any troubleshooting. No further information reported.